Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged normally despite the attempt of multiple usb cables, wall adapters and power sources. It was confirmed that the charging supplies were able to successfully charge another device. The customer stated the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy.